Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise were observed on the right atrial electrogram (egm), resulting in false atrial tachycardia/atrial fibrillation (at/af) being recorded. Noise was also noted on the right ventricular egm during the same episode. The clinician characterized the episode as electromagnetic interference. No corrective action was taken and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.